Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture thresholds which contributed to early depletion of the battery. The device was explanted and replaced and the lead remained implanted and in use. There were no patient consequences.